Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed a capacitor charge time out alert. No intervention was performed. The patient was stable and will be monitored.

Manufacturer narrative:
The reported field event of charge time out was confirmed. No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was internal hv capacitor damage.

Manufacturer narrative:
Recall number should have been submitted with the original report.

Event description:
New information revealed that the device was explanted and replaced. The patient is recovering.